Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/07/2024, it was reported by a distributor via e-mail that (2) ar-1530bc biocomposite-tenodesis¿ screw with handled inserter tip of both drivers broke off inside the screw, inside the patient. This occurred during a case where the surgeon drilled 2.5 mm and 3.0 mm in the scaphoud and lunate, respectively, as per the technique guide. The surgeon then implanted two 3 x 8 mm tenodesis screws. However, despite ¿priming¿ the screw and driver, the driver could not be pulled out from the tunnel without considerable force, the force that left the 8mm tip of both drivers inside the screw, inside the patient. They needed to bail on the internalbrace augmentation (the main purpose of the procedure), and the patient was left with unintended metal implanted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion or prying/leveraging the device during use.